Event description:
Account alleged bed had hydraulic problem.

Manufacturer narrative:
Technician found head of bed slowly drifting down towards trend. Technician replaced trend valve and problem remained. Technician replaced manifold to resolve issue.